Event description:
Trojan supra bareskin broke during normal vaginal use. No oil or lubricant was used. In an internet search, I see that people are reporting about a 1/3 breakage rate. Please force a recall of this product. We don't need a menopause baby - our family is complete with 2 children. However, what if someone was using this product to prevent the transmission of (B)(6)? If this is not being sent to the appropriate FDA department, please forward. Thank you!